Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6 fr angio-seal evolution device was received for product evaluation. The hemostasis sheath, arteriotomy locator, tray and the header bag were returned. Visual inspection revealed that there was no sign of usage on the components. The locator and sheath were returned separately, not mated together. There was no anomalies noted with the hemostasis sheath. There was a slight bend observed near the hub of the locator. The tip of the locator was observed under the microscope and no signs of damage were found. No other anomalies were observed on the locator. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was opened and that the arteriotomy locator tip was damaged. The procedure was completed successfully and the patient was stable. Additional information was received 04december2019: the procedure performed was a left heart catheterization using a 5fr sheath. The locator tip appeared to be frayed. The package did not appear to be damaged.